Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI) number: unknown as the part and lot information for the devices was not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported adverse event/patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported death could not be determined in this case. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article titled, prognostic impact of mitraclip in patients with left ventricular dysfunction and functional mitral valve regurgitation: a comprehensive meta-analysis of rcts and adjusted observational studies - attachment: [380001 article jxt_1-309001ea48041d1b4.pdf].

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: prognostic impact of mitraclip in patients with left ventricular dysfunction and functional mitral valve regurgitation: a comprehensive meta-analysis of rcts and adjusted observational studies.

Event description:
This is filed to report patient death. It was reported through a research article identifying mitraclip that may be related to patient death. Details are listed in the article, titled prognostic impact of mitraclip in patients with left ventricular dysfunction and functional mitral valve regurgitation: a comprehensive meta-analysis of rcts and adjusted observational studies. No additional information was provided.